Manufacturer narrative:
Correction to the initial MDR in b5. The suspect medical device reported in this MDR form falls under no patient issues and should not have been reported on a 3500a MDR form.

Event description:
It was reported that the patient underwent an implantable pulse generator (ipg) replacement procedure due to an unknown reason. No patient issues. No further information has been obtained despite good faith efforts. Additional information stated that the patient underwent a spinal cord stimulation (scs) explant procedure. Additional information stated that the patient is stable postoperatively.

Event description:
It was reported that the patient underwent an implantable pulse generator (ipg) explant procedure due to an unknown reason. No patient issues. No further information has been obtained despite good faith efforts. Additional information was received that the full spinal cord stimulator (scs) system was explanted.

Manufacturer narrative:
Correction to the initial MDR in b5. The suspect medical device reported in this MDR form falls under no patient issues and should not have been reported on a 3500a MDR form.

Event description:
It was reported that the patient underwent an implantable pulse generator (ipg) replacement procedure due to an unknown reason. No patient issues. No further information has been obtained despite good faith efforts.